Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 05jan2021

Event description:
The customer called into technical support (ts) reporting that the device has a distorted display and requesting parts ID. The customer reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) evaluated the device with the assistance of the customer and confirmed reported problem. The fse replaced the ui to resolve the reported issue. The unit passed required performance verification tests per philips standards and the device is back in service.